Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 480 mg/dl. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the insulin pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.

Manufacturer narrative:
Findings: motor error alarm during the occlusion test and unable to prime duringprime/a33 test due to faulty fsr (gold). Motor passed motor test. Pump received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker.